Manufacturer narrative:
(B)(4). Medical devices-head catalog#:unk lot#:unk, unknown liner catalog#:unk lot#:unk, cup catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced right hip pain approximately nine (9) months post op. His pain was descriped as being tender and achy. A revision procedure has not been reported to this date.